Event description:
It was reported that a continuous glucose monitor displayed error 42 while used with sensor and pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, reconnected to sensor, did not experience repeat error, and then resumed insulin delivery after pump reset.